Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that at one end of the detached stent was damaged with the stent profile compressed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x16mm promus element drug-eluting stent was selected for use to treat the target lesion. During preparation, prior to loading the device unto the guidewire, the physician noted that the stent was not loaded on the balloon. Upon looking into the carrying hoop, the physician found the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 4.00x16mm promus element drug-eluting stent was selected for use to treat the target lesion. During preparation, prior to loading the device unto the guidewire, the physician noted that the stent was not loaded on the balloon. Upon looking into the carrying hoop, the physician found the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgment occurred. A 4.00x16mm promus element ¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, prior to loading the device unto the guidewire, the physician noted that the stent was not loaded on the balloon. Upon looking into the carrying hoop, the physician found the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported.